Event description:
The customer contacted baxter's technical service center regarding a check supply line alarm, which occurred on the homechoice (hc) during use during prime. The technical service representative (tsr) had the home patient (hp) check the line, frangible, and clamps. The tsr instructed the hp to flip the bag over. The hp resumed priming and the hc re-alarmed. The tsr had the hp add an additional bag to an unused supply line. The hc resumed the priming successfully. The hp was to connect and start the therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance (ps) contacted the home patient (hp) on (B)(4) 2012 regarding the check supply line alarm. Ps determined that at the time of the call the hp was actually using the spike set up and was not able to clear the alarm after speaking with the tsr. The hp explained that she could not set up again because her cassette did not fit with the rest of the supplies that she had. The hp explained that she still had the spike set up at that point and could not re-set up because she did not have any more supplies for the spike set up and only had some of the new luer lock supplies. The hp had called her registered nurse (rn) and the rn came over to help her with the therapy. Ps contacted the rn on (B)(4) 2012, and the rn said that she came over to help the hp with this issue. The rn stated that the hp was using the spike set up since she was in the transition phase from the spike to the luer lock set up. The rn also found that the hp did not spike one of the bags all of the way and that is why she was having an issue with the hc. The rn had the new supplies for the hp. The rn re-set the hc up with all new supplies and the hp was able to do her therapy. The lot number was not available and the samples had been discarded. There were no companion samples available since this was the last of the spike supplies that the hp had. There have been no issues with the therapy since, and there was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was confirmed. The root cause was "use error - incomplete connection". The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore, no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.